Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with mild inflammation in the left eye one day post lasik. Patient reports good vision. Oral steroid pack was prescribed and topical steroid drop dosage was increased.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis has resolved. Patient is happy and has no issues.